Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reports that after the doctor placed the endotracheal tube in the patient, it was found to be leaking. The tube was removed and replaced. There was no patient harm.